Manufacturer narrative:
This product is made of latex-free neoprene.

Event description:
Per customer: "we at (B)(6) have started ordering your comfortprene as a replacement product for the neoprene we used to order through patterson medical that was discontinued. We made a hand splint for a young child, who had a reaction to the material after the first wear. It got progressively worse over time, after the splint was removed. The child was taken to the gp who said that it was a latex allergy and required medication to try to clear it up."